Event description:
It was reported that the device displayed all three (attention, charge pak and wrench) icons illuminated. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be excessive current leakage from the analog pcb assembly due to process residue on the fl9 filter. The excessive current leakage depleted the internal hlc battery charge.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.